Manufacturer narrative:
The dental assistance stated that the dentist used the handpiece as a cheek retractor. This causes that the push button gets pressed touching inner parts which are spinning, causing unusual friction and therefore heat up of the push button and later also the head. The use as cheek retractor causes already enough heat to cause a burn. During a short test run the heat up was reproducible. After the disassembling of the device it was visible that the root cause was that the bearings have been gritty. This caused higher friction and therefore increase of temperature. The above mentioned condition of the bearings could be the result of the normal wear and tear process but it is also possible that the high temperature due to the wrong use caused a very strong wear of the ball bearings. Therefore it is not possible to differentiate whether the bearings have already be worn before the treatment with the heat up or if this is a result of this treatment. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. -> do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. ->never contact soft tissue with the instrument head or instrument cover the following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: >the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. > before each use, the contra-angle handpiece must be checked for external damage. > before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. > immediately stop using contra-angle handpieces that act unusual. > never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
During a standard dental treatment the head of the handpiece heated up and caused a burn on the cheek of the patient. No medical care necessary. 2 patients have been burned with the same handpiece -> see also MDR 3003637274-2016-00007.